Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump was unable to prime. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/03/2016 device evaluation: the device has been returned and evaluated by product analysis on 04/21/2016 with the following findings: there were multiple loss of prime warnings observed in the pump's black box with a low non zero force. The pump was exercised for 24 hours with no loss of prime warnings duplicated. The pump's force sensor passed a calibration test. The audio bolus button cover was torn but still responsive.